Manufacturer narrative:
(B)(4).

Event description:
It was confirmed that the implant date was indeed (B)(6) 2011. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the patient heard alarms every hour and went to the physician. The pump was interrogated and the logs checked which noted a motor stall had occurred which did not recover. There was an attempt to re-update the pump but this did not work. There was an attempt to stop the pump and restart it but this did not work either. The issue was reported as unresolved and the cause undetermined. The pump was immediately explanted and replaced. It was also reported that if the residual volume was checked with a programmer as to what is left in the pump, this would not be correct. The physician retrieved some morphine out of the old pump to put it in the new one. The physician could not order new morphine immediately as the pharmacy was already closed. There were no patient symptoms associated with this event. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine. The patient¿s current status was requested but not available at the time of the report. Should additional information be received a supplemental report will be filed. Please note the implant date (B)(6) 2011 was reported as approximate.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was further provided that the patient was indeed receiving effective therapy after the implant of the new pump. The implant date was now reported to have been "(B)(6) 2011." Clarification was requested to verify the date as it remained unclear the reported implant date was (B)(6). Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).